Event description:
During cardiopulmonary bypass surgery, it was observed that the roller pump local display did not function properly, showing only vertical lines. The pump continued to function and is being used as a sucker. There were no reported adverse consequence to the patient as a result of this event. Note: date of event (box #3) is blank, as it was not reported when the event occurred.

Manufacturer narrative:
Evaluation in progress, but not concluded.